Manufacturer narrative:
The axium coil was received stretched and already detached from the pushwire. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. No bends were found on the pushwire. During evaluation, the coil shield was found to be damaged and the detachment element was found to be bent. The implant coil broke from the coil shell weld. No other anomalies were observed. As the device condition did not match the complaint description, follow-up was conducted for additional information without success. Based on the analysis findings and the reported event details, the customer report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the cause of the coil damage and break could not be determined. However, it is possible that the implant coil detached from the coil shell weld during shipping back to medtronic for evaluation as the customer did not report the implant coil detachment at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. Note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Mdrs related to this event: 2029214-2016-00764, 2029214-2016-00765.

Event description:
Medtronic received information that there was a lot of resistance experienced when the coil was advanced through the microcatheter during coiling treatment of an aneurysm. However, evaluation of the returned device found that the implant coil was detached from the pushwire. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.